Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via generator logs but was unable to reproduce the reported complaint during in-house testing. The unit was tested on a golden system, and all operations were successful via all ports. Additional c-84 error was found in generator logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator was not providing energy to burn or cut. There was no additional information provided. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that the procedure was completed with a different vision side cart.